Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section e other occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist identified a kernel-power error indicating an unexpected reboot without a clean shutdown likely due to a crash or power loss. Service swap was approved, and the implementation team was scheduled to complete the device swap.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had machine failure the mini drawers remained inaccessible during the failure and reboot. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, had machine failure the mini drawers remained inaccessible during the failure and reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.